Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information:(B)(4). A getinge field service engineer (fse) evaluated the unit and determined that fiber optic connector is damaged and fse resolved the issue by replacing cable assy, fiber extension. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received this part with a reported unit failure of a broken catheter connector. The failure analysis and testing dept. Performed visual inspection of the part received catheter connector and found that a small piece of debris is blocking the fiber optic channel. Due to this damage. This part cannot be investigated any further by the fat department. The failure analysis and testing department verified the broken catheter connector. Retaining the parts in the fat dept. Per procedure 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the biomed that the cardiosave intra-aortic balloon pump (iabp) end users were unable to plug into the fiber-optic port of the iabp, it had a broken catheter connecter. There was no patient involvement reported.